Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer that "safety needle would not engage. No needle stick injury occurred, clinician was able to safely recap needle." It was stated there was no adverse patient outcome.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure to activate was confirmed. The product returned for evaluation was one 20ga x2.25¿ accucath ace peripheral IV catheter assembly. The sample was received assembled, with the catheter overlaying the needle shaft. Blood residue was observed in the catheter, needle and housing. The needle shaft was bent near the carrier. The guidewire was fully withdrawn into the needle. The safety button was pressed; however, the needle remained outside of the housing. Attempts to advance the guidewire were initially unsuccessful. The wire was adhered within the needle shaft by coagulated blood residues. Microscopic inspection of the sample confirmed that the needle shaft was bent just distal of the carrier. Guidewire mobility was established through gentle manipulation. Microscopic inspection of the guidewire revealed a permanent bent near the coil region. The coils were deformed and misaligned, but appeared intact. The bend in the needle shaft was consistent with shear stress placed on the needle shaft. The guidewire deformation was consistent with attempted advancement against resistance, such as into tissue. The abundant blood residue suggested that damage occurred during attempted device placement. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that "safety needle would not engage. No needle stick injury occurred, clinician was able to safely recap needle." It was stated there was no adverse patient outcome.